Event description:
Failure of liner resulting in disassociation from the cup. The head was articulating with the cup, resulting in metallosis and destruction of the locking mechanism of the cup. The cup needed to be removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices were not possible as they were not returned. Review of the provided photographs and patient x-rays confirms the reported observation. The liner disassociated from the cup. A search of the complaints databases finds no other reports against the provided acetabular cup and liner product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.